Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The returned device met all material specifications as received. The evaluation revealed a frozen burr caused by hood to flute collision. Device history record review revealed nothing relevant to this event. Hood to flute collisions are typically caused when end user applied excessive force on the back of the hood causing it to make contact with the burr flute. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair with subacromial decompression with acromioplasty procedure, the surgeon started the oval flush cut 8 flute burr, ar-8500foe, on forward at 8000 rpms. Without much force, the burr contacted the bone and the flute twisted and bent around the burr causing metal shavings to come off from the device and fall into the patient's joint. The surgeon removed as much of the metal shavings as he could using a shaver and suction but, there were still some minuscule remnants remaining. Another oval flush cut 8 flute burr of the same lot was opened and used to complete the case.